Event description:
Unomedical reference number (B)(4). Event occurred in australia. It was reported that patient faced three infusion sets cannula kinked event. All the events occurred after three hours if insertion and the insertion site for all events was at upper buttocks. The patient resolved all the events by changing soft cannula infusion set only and resumed insulin. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). - MDR 3003442380-2024-10626 - device 1 of 3. (B)(6).